Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation procedure, absence of pacing was observed upon lead connection when the subject pacemaker was placed on the patient. Pacing started when the pacemaker was put in the pocket. Preliminary analysis confirmed the reported behavior and revealed that it could be induced by mv sensor activation or by strong external emi detection.

Event description:
Reportedly, during the implantation procedure, absence of pacing was observed upon lead connection when the subject pacemaker was placed on the patient. Pacing started when the pacemaker was put in the pocket. Preliminary analysis confirmed the reported behavior and revealed that it could be induced by mv sensor activation or by strong external emi detection.